Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula was bent and had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 16.9 mmol/l (304.2 mg/dl). The pod was worn between 36 and 48 hours on the arm. It was noted that the pod fell off; the cannula dislodged from the site and was bent. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. Investigation found damage to the exposed portion of the soft cannula. Fluid was observed leaking from this damage during fluid path testing. Fluid was unable to flow through the entire fluid path due to the damage to the soft cannula. It could not be conclusively determined when or how this damage occurred. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.